Event description:
The consumer's daughter alleges her mother's sweater sleeve got caught on the joystick when she was getting out of the chair. The chair allegedly pushed the consumer forward, causing her to fall and hit her head on the bed. The consumer went to the hospital with an alleged concussion and possible broken neck and later died in the hospital.

Manufacturer narrative:
Invacare received an email alleging events that had occurred with no product serial number or model number provided. It is unknown if the chair involved is even an invacare chair. Nature of complaints suggest chair was powered on while patient was exiting and or entering their powered wheel chair/ they had inadvertently engaged their joystick. Invacare's user guide covers this area. MDR filed as a conservative measure.